Event description:
The customer reported to customer service that the tubing port broke off inside the faceplate of her pump in style device. The customer also stated that she got mastitis from the lower suction. The customer was seen by a doctor and was prescribed an antibiotic.

Manufacturer narrative:
Customer service replaced the faceplate for the customer. Attempts to get the product back are on-going. A clinician from medela followed up with the customer, she indicated that she had an older model pump in style device which had a broken faceplate. The customer stated, she developed mastitis due to the broken faceplate causing low suction. She indicated that the replacement faceplate is working without issue and that her mastitis has resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, p. 294)]. The customer was using the breast pump when she was diagnose with mastitis, though it cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues. Should additional info or the original product be received, resulting in new, changed, or corrected info a follow up report will be filed.